Event description:
Neonatal tpn compounded incorrectly. This resulted because labels on the baxter micro-mix machine for two electrolytes (magnesium and calcium) had fallen off, and were replaced in the wrong spot. When setting up the additives, magnesium sulfate and calcium gluconate were switched, so that magnesium was delivered instead of calcium. (No magnesium had been ordered). The calcium and magnesium vials looked similar (both had purple tops and same size) stored side by side. Two pts were involved. The first pt had no adverse effects. The second pt had increased lethargy. 1) suggest that the MFR of the micormix develop a better labeling system. 2) user has replaced the MFR's label with a label that sticks better. 3) user changed the magnesium to a different vendor (different color). 4) instituted a setup double check.

Event description:
Neonatal tpn compounded incorrectly. This resulted because labels had fallen off, and were replaced in the wrong spot. When setting up the additives, magnesium sulfate and calcium gluconate were switched, so that magnesium was delivered instead of calcium. (No magnesium had been ordered). The calcium and magnesium vials looked similar (both had purple tops and same size) stored side by side. Two pts were involved. The first pt had no adverse effects. The second pt had increased lethargy. 1) suggest that the MFR of the micromix develop a better labeling system. 2) user has replaced the MFR label with a label that sticks better. 3) user changed the magnesium to a different vendor (different odor). 4) instituted a set up double check.